Event description:
It was additionally reported that the ac power cord came loose at the wall outlet at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for analysis. The event log captured power cable disconnect, low power hazard, and no external power events while connected to a mobile power unit (mpu) on 21sep2025 from 03:18 to 03:22 caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced as no product was returned for further analysis. On 21sep2025 at 3:18:37, alarms consistent with a loss of alternating current (ac) power activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The alarms cleared shortly after power was restored at 3:18:52. The alarms re-trigger within the second of resolution, and similar events can be seen until 3:22:57. The backup battery was able to provide power to the system during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicates the mpu had a v-lock connector at the time of the event, the ac power cord only came loose from the wall outlet, there were no environmental circumstances that would have affected ac power at the time of the event, and the unit remains in service. The root cause of the reported event was determined to be user error. Device history record review not required. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use section f ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.